Event description:
It was reported that the insulin gauge displayed an amount different from what was expected on a previous day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by continuing to use the same cartridge, and technical support suggested calling back if the issue occurs again for troubleshooting.